Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two unspecified mentor gel breast implants and experienced bilateral rupture and capsular contracture (left grade: ii, right grade: iii) postoperatively. The patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implant prostheses (catalog #: 3505004bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2018 for unspecified reasons. Upon explantation, the bilateral rupture and capsular contracture were observed. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This report is for the left-sided prosthesis.